Event description:
It was reported that during the implant procedure, it was difficult to insert the right ventricular lead into the pulse generator header. Eventually, the lead was inserted and connected to the device and the procedure was successfully concluded. The patient was doing well and would continue to be monitored as usual.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)